Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model cq75124 pta balloon dilatation catheter allegedly experienced the outer layer of the balloon peeling upon removing the balloon from the patient. This report was received from one source. This event did involve patient with no reported patient injury. This patient, age, weight and gender were not provided.

Manufacturer narrative:
H.10. For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. Visual inspection found peeling pebax throughout the length of the balloon. No frayed or unraveling fibers were identified on the balloon. Therefore, the investigation is confirmed for peeling pebax. The definitive root cause for the identified peeling pebax could not be determined based upon the available information.the device was labeled for single use. H10: g4 h11: b5, h6 (method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model cq75124 pta balloon dilatation catheter allegedly experienced the outer layer of the balloon peeling upon removing the balloon from the patient. This report was received from one source. This event involved one patient, age, weight and gender were not provided. This patient had no reported patient injury.